Event description:
There is no additional information.

Manufacturer narrative:
This medwatch is being filed to relay additional information. Review of the most recent repair record determined, the technician confirmed, the noise and that the power inlet harness was showing signs of wear and heat damage. And the vacuum pump and power inlet wire harness were replaced. And resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the vacuum pump was replaced due to noise complaints. The power inlet wire harness was found showing signs of wear and heat damage. The valve pack was also found to be defective. No adverse events were reported as a result of this malfunction.